Manufacturer narrative:
Pump received with vertical/horizontal white lines, missing segments/partial display due to cracked lcd glass. Unable to perform any testing due to missing segments/partial display. Pump also received with cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.